Manufacturer narrative:
Patient weight not available from the site. Medtronic investigation of returned suspect device finds that the tip of the probe has been twisted. The twist is at the 10cm mark on the probe. The reported event was confirmed to be caused by the physical damage of the instrument tip.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the probe instrument tip became twisted. The medtronic representative reported the surgeon was malleting and twisting the probe inside the pedicle prior to noticing the twisted tip. The surgeon opted to abort use of the instrument but continued navigating all other instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.